Event description:
It was reported by the clinician that the ai-07127 was being inserted into the pt and was approximately 80% of the way in when the balloon burst. The instructions for use and normal pressure were used to insert the catheter. The balloon was removed and apparently sheared off upon the removal. There were no pt complications reported. Additional info received from the sales representative on (B)(6) 2009, states the balloon sheared off and is still in the pt. The pt was doing fine and the staff believes he was discharged. The clinician also stated she thinks contrast die was injected into the catheter because it was moving slow.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.